Event description:
It was reported that the patient presented in the clinic with dizziness. Upon interrogation, the atrial lead exhibited noise episodes. Additionally, the ventricle lead exhibited noise that was oversensed by the device, along with myopotential oversensing observed during testing. Programming adjustments were made to the ventricle lead to address these issues, while no intervention was performed on the atrial lead. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.